Event description:
The subject device was used during a laparoscopic esophagectomy. The surgeon put the device on the patient body directly. The probe was hot and came into contact with the patient. So, the patient got burned. The intended procedure was completed with the subject device. There was no patient injury reported without this event.

Manufacturer narrative:
Since the subject device was discarded by the user facility, therefore olympus medical systems corp (omsc) could not evaluate the referenced device. The exact cause of this issue cannot be conclusively determined. This device is subject to total inspection to ensure that the device is capable of properly activating output before shipment by omsc. If additional information is received, this report will be supplemented. This report is being submitted as a medical device report in an abundance of caution.